Event description:
The patient reports pump cancelled bolus delivery.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The evaluation confirmed the cancelled bolus delivery.